Event description:
The endotracheal tube was inserted in right narc in 2006 and was in place for approximately 4.5 hrs. User alleges that post surgery (a couple of days) the pt reported blowing his nose and producing a piece of the endrotracheal tube cuff which he caught in his tissue and discarded. No emergency treatment was required as a result of this issue.